Event description:
It was reported that in the second case, the console displayed the message delivery energy less and the device could not be used. The settings were changed from single pulse to cw. Additionally, a message related to a power supply error appeared, and also a low output warning appeared. No further information was provided.